Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820r, serial/lot#: (B)(6), UDI#: (B)(4), product ID: 9735795, serial/lot#: (B)(6), product ID: 9735821r, serial/lot#: (B)(6), UDI#: (B)(4). H3: a manufacturer representative (rep), went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15. H3: the system control unit (scu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded, that the scu had electrical failure. Codes: b01, c02, d02. H3: the monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded, that the monitor was cracked and physically damaged. Codes: b01, c07, d02. H3: the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded, that the psu had scratches on the housing and lenses. The psu had electrical failure. Codes: b01, c02, d02. H6: multiple annex a codes were submitted for the event. Annex a code a1102, applies to rfr code nav4123. Annex a code a1301, applies to rfr nav4118. Annex a code a23, applies to rfr code nav3306. H6: multiple annex g codes were submitted for the event. Annex g code g05001, applies to product ids: 9735820 and 9735821r. Annex g code g0201402, applies to product ID: 9735795. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the unit required a monitor and camera replacement. There was no patient involvement. Additional information was received. The monitor had a touchscreen issue and with the ndi application. The camera showed, "bump detected".